Manufacturer narrative:
Unit powered on properly, no blank display noted. Unit was unable to be downloaded using thump, therefore unable to generate power management graph. Unable to perform active current measurement, sleep current measurement, or self test due to unresponsive return and right buttons. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, pcba2, j6 connector, force sensor, and keypad flex connector. Test p-cap locked in place properly during testing. The following damages were noted: battery tube threads - cracked, cracked case (battery tube), cracked case, cracked case-corner of belt clip rails, pillowing keypad overlay, corroded battery tube, and scratched case. In summary, customer concern for blank display not confirmed. Customer concern for cosmetic damage at battery compartment confirmed. Keypad/button unresponsive/button error confirmed due to unresponsive return and right buttons. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, damage (physical or cosmetic), blank display. The event involved product(s) mmt-1886. Trouble shooting was performed and customer reported that pump was exposed to moisture. Fluid was present in pump. Pump did not return to normal function, or fluid was reported under the lcd, or customer reports hearing fluid when shaking the pump. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.